Manufacturer narrative:
Continuation of d10:  product ID: d-evolutfx-2329 (lot: 0012146912), product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0012146921), product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was calcification protruding in the aortic arch, so a snare was inserted on the contralateral side and passed through. However, advancement of the snare was difficult and was attempted about three times. Some scraping may have occurred due to the calcification in the arch, but this is not confirmed. Afterwards, the pig tail catheter at the non-coronary cusp (ncc) had misaligned. The pig tail catheter¿s position was adjusted and the patient¿s blood pressure dropped suddenly. Extracorporeal membrane oxygenation (ECMO) was initiated. Trans-echoic ultrasound showed no dissection, however mitral regurgitation (mr) was increased and ejection fraction (ef) was decreased. Subsequently, the patient stabilized and a pig tail catheter was inserted through the right brachial artery. The valve was implanted. After placement, the end-diastolic pressure (edp) was high and the ejection fraction (ef) was low, so the patient returned to the room with an impella device. The cause of the drop in blood pressure was unclear. Per the physician, strongly stimulating the receptors in the aortic arch when removing the pig tail catheter, which had originally been entrapped in the state where the left ventricular ejection fraction (lvef) had been decreasing, resulted in reflex hypotension. The hypotension led to myocardial perfusion pressure reduction, and subsequent collapse. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b2. Additional outcomes attributed to adverse event date of death b5. A third paragraph was added. D. Full UDI#: h1. Type of reportable event h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was calcification protruding in the aortic arch, so a snare was inserted on the contralateral side and passed through. However, advancement of the snare was difficult and was attempted about three times. Some scraping may have occurred due to the calcification in the arch, but this is not confirmed. Afterwards, the pig tail catheter at the non-coronary cusp (ncc) had misaligned. The pig tail catheter¿s position was adjusted and the patient¿s blood pressure dropped suddenly. Extracorporeal membrane oxygenation (ECMO) was initiated. Trans-echoic ultrasound showed no dissection, however mitral regurgitation (mr) was increased and ejection fraction (ef) was decreased. Subsequently, the patient stabilized and a pig tail catheter was inserted through the right brachial artery. The valve was implanted. After placement, the end-diastolic pressure (edp) was high and the ejection fraction (ef) was low, so the patient returned to the room with an impella device. The cause of the drop in blood pressure was unclear. Per the physician, strongly stimulating the receptors in the aortic arch when removing the pig tail catheter, which had originally been entrapped in the state where the left ventricular ejection fraction (lvef) had been decreasing, resulted in reflex hypotension. The hypotension led to myocardial perfusion pressure reduction, and subsequent collapse. No additional adverse patient effects were reported. Additional information was received that there was difficulty advancing the delivery catheter system (dcs). Per the physician, protruding calcification on the greater curvature of the aortic arch contributed to the issue. Per the physician, the valve did not cause or contribute to the hypotension, mitral regurgitation, or low ejection fraction. It was further reported that it was unknown if the dcs caused or contributed to the hypotension and low ejection fraction; however, the dcs did not cause or contribute to the mitral regurgitation. No additional adverse patient effects were reported. Additional information was received to report approximately two months, one week following the valve implant procedure, the patient presented with bradycardia which converted to asystole. Cardiopulmonary resuscitation was initiated immediately; however, the patient did not respond and the patient's death was pronounced. The cause of death was arrhythmia with sudden cardiac death. Per the physician, the medtronic valve did not contribute to the patient's sudden arrhythmia and cardiac death.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [deliv sys d-evolutfx-2329] product ID [d-evolutfx-2329] serial/lot [(B)(6)] use by date [2026-02-12] UDI (B)(4).. Updated data: b5. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was difficulty advancing the delivery catheter system (dcs). Per the physician, protruding calcification on the greater curvature of the aortic arch contributed to the issue. Per the physician, the valve did not cause or contribute to the hypotension, mitral regurgitation, or low ejection fraction. It was further reported that it was unknown if the dcs caused or contributed to the hypotension and low ejection fraction; however, the dcs did not cause or contribute to the mitral regurgitation. No additional adverse patient effects were reported.